Event description:
The complainant reported a patient noted with postcardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) was implanted with an impella 5.5 for mechanical circulatory support. During support, a bubble-like appearance on the transesophageal ehocardiogram was noted after the impella 5.5 was started. The left ventricle was under filled and the physician was requesting volume to be given. While running at p2, there appeared to be bubbles in the aortic root while the impella was running. A needle was inserted into the ascending aorta with only normal, not frothy, blood coming out. The physician did not feel that there was any significant amount of air in the aorta. The procedure was successfully completed.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Manufacturer narrative:
The investigation of embolism and hemolysis has been completed. Embolism: the product was returned and evaluated. There were no visual abnormalities on the pump and while purging the pump, there was no sign of purge leaking or damage to the filter. Data log review showed that the pump was successfully primed prior to insertion into the patient and purge pressure and purge flow were stable throughout the case. The cause of the embolism was not determined since insufficient clinical details were provided and the returned product showed no abnormalities. D9 device returned to manufacturer date added.